Event description:
It was reported that patient underwent femoral trauma procedure on (B)(6) 2012. During the procedure, as the surgeon was drilling, the drill bit came in contact with the nail and the tip of the drill bit fractured. The fractured tip of the drill bit was retained in the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage".

Manufacturer narrative:
This follow-up report is being filed to relay additional information and device evaluation, which was unknown at the time of the initial medwatch. Evaluation of device found evidence that failure mode was due excessive force and surgical technique. There are warnings in the package insert that state that this type of event can occur: under warnings, it states "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly." If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use.